Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("menorrhagia with irregular cycle") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced menometrorrhagia (seriousness criterion intervention required) and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (essure removal). The reporter considered menometrorrhagia and ovarian cyst to be related to essure administration. The reporter commented: (B)(6) essure in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. No defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("menorrhagia with irregular cycle") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced menometrorrhagia (seriousness criterion intervention required) and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (essure removal). The reporter considered menometrorrhagia and ovarian cyst to be related to essure administration. The reporter commented: ssn-0194 essure in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). The remaining essure was removed from the cornua [device breakage]. Menorrhagia with irregular cycle [menometrorrhagia]. Right ovarian cyst [ovarian cyst]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the remaining essure was removed from the cornua") and menometrorrhagia ("menorrhagia with irregular cycle") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required) and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & hysteroscopy, dilation and curettage, novasure ablation). Essure was removed on (B)(6)2023. The reporter considered device breakage, menometrorrhagia and ovarian cyst to be related to essure administration. The reporter commented: (B)(4) essure in place. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: normal uterus, tubes and ovaries, essure in bilateral tubes. Cavity length: 4cm cavity width: 2.5cm. Power: 55 time: 146. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. No defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. New event device breakage was added. Lab test added. Patient middle name updated. New reporter added. Essure removal surgery details updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). The remaining essure was removed from the cornua [device breakage]. Menorrhagia with irregular cycle [menometrorrhagia]. Right ovarian cyst [ovarian cyst]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the remaining essure was removed from the cornua") and menometrorrhagia ("menorrhagia with irregular cycle") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required) and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & hysteroscopy, dilation and curettage, novasure ablation). Essure was removed on (B)(6) 2023. The reporter considered device breakage, menometrorrhagia and ovarian cyst to be related to essure administration. The reporter commented: (B)(6). Essure in place. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: normal uterus, tubes and ovaries, essure in bilateral tubes. Cavity length: 4cm cavity. Width: 2.5cm. Power: 55. Time: 146. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-feb-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.